Event description:
It was reported that during a lap cholecystectomy procedure the surgeon fired the second clip and it scissored on the vessel. When he observed the vessel it had not cut the tissue and he was able to continue to fire ten more clips and complete the procedure. The surgeon stated he fired plastic to plastic and the scissoring of the clip was extreme. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.